Manufacturer narrative:
The insulin pump had motor error alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No damage found on motor. The device was also received with scratched display window, cracked at battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's doctor reported via phone call that the insulin pump alarmed motor error. It was stated that the device passed the self-test, but the alarm occurred during the operation test. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.